Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Brand name: unknown/not provided. (B)(4). Model number: unknown/not provided however it was noted the lens model is either a symfony or symfony toric. Serial number: unknown/not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. PMA/510(k) #: p980040 is provided as the complaint product is either a symfony or symfony toric model lens. Device manufacture date: unknown as product serial number was not provided. The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. There was no model/ serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an exchange from either a symfony or symfony toric intraocular lens (iol) to a zct150 toric monofocal iol was performed due to the patient experiencing halo and glare. No other information was provided.